Event description:
User called into emergency support program line to request support with a gas loss alarm, reported the night shift had trouble shot this alarm by replacing the helium tank, however, that did not resolve the alarm. Also tried to calibrate the fiber optic sensor to see if that would help with gas loss alarm and stated the alarm had alarmed one time and troubleshot this by pressing start button. Also followed the prompts on the help screen; however, she denied pressing the iab fill key. She also stated that turned off the gas loss alarm by using the preference screen. Healthcare personnel verified there was no blood, flakes, or discoloration in the helium tubing and that all connections were secured. No patient harm or injury was reported.

Manufacturer narrative:
Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Gas loss occurs when the pump detects helium escaping from the iab circuit due to a leak or excessive diffusion. If the cumulative shuttle gas loss exceeds 5 cc/hr, and the iab inflation time is less than or equal to 80 msec and deflation time is less than or equal to 250 msec, a gas loss alarm is triggered. User called into emergency support program line to request support with a gas loss alarm, reported the night shift had trouble shot this alarm by replacing the helium tank, however, that did not resolve the alarm. Also tried to calibrate the fiber optic sensor to see if that would help with gas loss alarm and stated the alarm had alarmed one time and troubleshot this by pressing start button. Also followed the prompts on the help screen; however, she denied pressing the iab fill key. She also stated that turned off the gas loss alarm by using the preference screen. Healthcare personnel verified there was no blood, flakes, or discoloration in the helium tubing and that all connections were secured. No patient harm or injury was reported. A gas loss in the iab circuit takes place when a gas loss has been detected in the iab circuit respectively. In this case, gas gain/loss alarms were triggered without confirmed device issues. The user did not follow the IFU instructions to perform an iab fill, suggesting the most likely cause is user error either due to lack of knowledge or failure to follow proper troubleshooting steps.